Event description:
It was reported that the bd safe-clip¿ failed to cut needles during use. The following information was provided by the initial reporter, translated from spanish: "patient caregiver reports that the needle cutter does not perform its functions, since when the needle is inserted it bends and it's not cut... The video received shows that the safe-clip device does not cut the needle, preventing its proper discard."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A complaint lot history check was performed on lot # 7177532 for not clipping. This is the 50th related complaint for not clipping on lot # 7177532. Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that when the needle is inserted, it bends and does not cut. The video was examined, and it was observed that after inserting the patient end (pe) cannula of a pen needle into the opening of the safeclip device, the cannula bends and the safeclip doesn¿t cut the needle. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of not clipping.

Event description:
It was reported that the bd safe-clip¿ failed to cut needles during use. The following information was provided by the initial reporter, translated from spanish: "patient caregiver reports that the needle cutter does not perform its functions, since when the needle is inserted it bends and it's not cut... The video received shows that the safe-clip device does not cut the needle, preventing its proper discard."